Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie pocket was not detected on the bus. A field service engineer confirmed with the customer that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue. E1. Initial reporter zip - (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had read, write invalid cubie memory and device not detected on the bus. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.